Manufacturer narrative:
Correction: b5

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a patient sensors too high during drain 2 of 3 of their treatment. The patient discontinued treatment during drain 2 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 7812 ml during drain 2 of the treatment. This drain volume is 391% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed misaligned touch screen. The cycler underwent and passed a voltage check, the hipot test, the patient hipot test, and the safety analyzer test. The simulated treatment post-ast 2 hour 15 minute 8500 ml test passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a patient sensors too high during drain 2 of 3 of their treatment. The patient discontinued treatment during drain 2 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 11126 ml during drain 2 of the treatment. This drain volume is 556% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a patient sensors too high during drain 2 of 3 of their treatment. The patient discontinued treatment during drain 2 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 11126 ml during drain 2 of the treatment. This drain volume is 556% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.